Manufacturer narrative:
Per tandem¿s t:slim x2g5 user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge connection disconnected when the customer dropped their pump. The customer successfully reconnected the connection ensuring that no air bubbles were observed within the cartridge and infusion set tubing. Blood glucose level was 284 mg/dl.